Manufacturer narrative:
Please note that this event has already been reported under medwatch MFR report #3007284313-2014-00075. Upon review of the file, it was determined that another medwatch should be created to ensure both dryseal sheaths in the event have been captured. Therefore, this medwatch was created and submitted.patient medications include acetylsalicylic acid, calcium folinate, ursodeoxycholic acid, cyanocobalamin, furosemide, pantoprazole, and ticlopidine hydrochloride.a review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications.per the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to blood loss, bleeding, and hematoma.

Event description:
On (B)(6) 2014, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. According to the report, 12fr and 18fr gore® dryseal sheaths with lubricious coating ((B)(4)) were used during the procedure. On (B)(6) 2014, bilateral inguinal hematomata were detected. The physician indicated the hematomata were related to the procedure.on the same day, the patient underwent surgical haemostasis to treat the hematomata. The issue was resolved and the patient tolerated the procedure.